Manufacturer narrative:
The service engineer found damaged pinch valve tubing and replaced it. He confirmed the sipper and probe adjustments. The customer ran qc and a correlation that were acceptable. The customer confirmed there were no further issues. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter complained of questionable elecsys troponin t gen 5 stat results for 1 patient tested on a cobas e 411 immunoassay analyzer while troubleshooting qc issues. The initial troponin t result was 17.64 ng/l and was reported outside of the laboratory. The repeat results on a cobas 6000 e 601 module were 25.86 ng/l and 27.95 ng/l. The result of 25.86 ng/l was deemed to be correct. The troponin t reagent lot number was 00416799. The expiration date was asked for but not provided.